Manufacturer narrative:
Unique identifier (UDI) #: UDI # (B)(4). A review of the manufacturing documentation associated with lot f1723602 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that while pulling back the handle of a mynxgrip vascular closure device (vcd), the balloon pulled out of the vessel, even though it was inflated. The vcd was being used in conjunction with a 5f procedural sheath introducer for right femoral arterial closure following a diagnostic coronary procedure. During prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. Resistance was not felt while pulling back. The stopcock was opened when the balloon was at the arteriotomy. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended.

Manufacturer narrative:
Complaint conclusion: it was reported that while pulling back the handle of a mynxgrip vascular closure device (vcd), the balloon pulled out of the vessel even though it was inflated. The vcd was being used in conjunction with a 5f procedural sheath introducer for right femoral arterial closure following a diagnostic coronary procedure. During prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. Resistance was not felt while pulling back. The stopcock was opened when the balloon was at the arteriotomy. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended. Additional information reported indicated that the patient's vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was prepped according to the instructions for use (IFU). The vcd balloon did not lose pressure. The patient was noted as recovering. The product was discarded by the customer, therefore, was not returned for analysis. A review of the manufacturing documentation associated with lot f1723602 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. If the device was not inserted into the procedural sheath up to the white shaft marker as intended per instructions for use (IFU), the balloon will not reach the outside of the sheath. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Additional information reported indicated that the patient's vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was prepped according to IFU instructions. The vcd balloon did not lose pressure. The patient was noted as recovering. The vcd will not be returned for analysis.